Event description:
Related manufacturer report number: 2017865-2022-50781 . It was reported that the patient presented for follow-up with diaphragmatic stimulation caused by both the right atrial and left ventricular leads. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in one piece. Electrical testing did not find internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.